Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that during implant, the physician had difficulty connecting the atrial lead into the header of the device. Out of range pacing lead impedance was also observed when the lead was connected to the device but noted to be normal when tested with the psa. The device was replaced with no further issues. The patient condition was good after the procedure.

Manufacturer narrative:
The reported field event of difficulty inserting the atrial lead was not confirmed in the laboratory. The reported field event of high pacing lead impedance was confirmed in the laboratory via device image. The device was tested on the bench and test leads were inserted successfully and no anomalies were found. The cause of the high pacing lead impedance could not be determined. (B)(4).